Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the non-pacemaker dependent patient presented via remote transmission, the device was found to be in reset. The device was restored through reprogramming. The patient was stable.